Event description:
Procedure: breast biopsy. According to the reporter: the device was scissoring and shredding vessel. After the clip was placed, the clip to follow falls out of clip applier. The clip did not fall into the surgical cavity. Surgical time was not extended more than thirty minutes.

Manufacturer narrative:
(B)(4).